Event description:
The tech alleged the brakes will not hold. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster, brake casters and brake caster supports to resolve the issue.